Event description:
It was reported that during a biliary stenting procedure, the stent would not deploy. Cannulation was performed and a jagwire was inserted. An endoscopic sphincterotomy was performed and the flexima biliary stent was inserted into the common bile duct. The physician attempted to release the stent and resistance was felt. The stent delivery system was repositioned, but the situation did not change. The system was removed from the patient and completed with another of the same device. There were no reported patient complications and the patient was reported to be "good".